Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Three (3) volumetrics of 120 ml/hr and 10 ml tested in spec. Review of the discrepancy management system database performed for the reported serial number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Investigation results: the reported complaint was not confirmed. A 3x test to verify customer data inputs and infusion run checked without unintended rate/volume changes: dose data accept of 18.7ml/hr and 250ml (dl: norepinephrine; 10mcg/min), followed by start, hold, start, hold and a dose data accept of 10ml/hr (5.33mcg/min) with start then hold at 249.9ml for a total volume infused of 0.1ml. A 3x volumetrics of 120ml/hr and 10ml tested in spec at 98% of expected volume. Performed check of main board for cold solders with none found. Log review shows on (B)(6) 2017 and 18:34pm a dose data accept and start of 18.7ml/hr and 250ml (dl: norepinephrine; 10mcg/min). Pump was placed on hold, then start, then hold followed by a dose data accept of 10ml/hr (5.33mcg/min) and start. At 18:35pm pump was placed on hold with a volume infused to 0.1ml. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: IV pump was programmed under rate dose guard infusion with norepinephrine and rate in mcg per min. Pump was later found to be running as a basic infusion at ml/hour instead of mcg per min. Patient received a smaller dose of the medication. No patient injury.